Manufacturer narrative:
An event regarding infection involving an unknown insert component was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, pathology report, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. The following devices were also listed in this report: cr cemented femoral component; cat# unk; lot# unk; tibial baseplate; cat# unk; lot# unk; patellar component; cat# unk; lot# unk; simplex p with tobramycin; cat# unk; lot# unk; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that the patient's left knee was revised due to infection (surgeon reported infection was clinically confirmed as streptococcus oralis). Surgeon reported the patient twisted her knee, developing a hematoma that led to infection. The cr femoral component, insert, patella, and tibial baseplate were removed and a spacer was placed.